Event description:
Procedure type: laparoscopic pyeloplasty. According to the reporter: during the procedure, something looked like a broken piece of the port was found in the cavity and was retrieved. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Information in this report originally submitted on (B)(6) 2015 under manufacturer report # 9612501-2015-00225.

Event description:
Procedure type: laparoscopic pyeloplasty. According to the reporter: during the procedure, something looked like a broken piece of the port was found in the cavity and was retrieved. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4). A new MDR will be sent with the correct manufacturing report number due to the updated facility information. MDR will be submitted under corrected MFR report #9612501-2015-00225.

Manufacturer narrative:
(B)(4).